Event description:
It was reported that the patient with this newly implanted pacemaker experienced a hematoma two weeks after post-implant procedure and was scheduled for a hematoma removal surgery on (B)(6) 2022. During the follow-up in-clinic visit after the surgery, the healthcare professional (hcp) observed stored noise episodes and signal artifact monitor (sam) software events that disabled the minute ventilation (mv) feature that had occurred during the same time of the hematoma surgery. Boston scientific technical services recommended that the hcp re-enable the mv software feature. This patient is not registered in latitude. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this newly implanted pacemaker experienced a hematoma two weeks after post-implant procedure and was scheduled for a hematoma removal surgery on (B)(6) 2022 . During the follow-up in-clinic visit after the surgery, the healthcare professional (hcp) observed stored noise episodes and signal artifact monitor (sam) software events that disabled the minute ventilation (mv) feature that had occurred during the same time of the hematoma surgery. Boston scientific technical services recommended that the hcp re-enable the mv software feature. This patient is not registered in latitude. No additional adverse patient effects were reported. This device remains in-service.